Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during general surgery procedure proceed when the issue happened. The procedure was completed successfully by restarting the system. A field service engineer (fse) attended the site, and a problem was found with the high-voltage generation, but the casing was damaged. The point, hivo, and casing were replaced. After reviewing log, it confirmed the malfunction. Philips advised maintaining the technical and examination room environments and return the parts for further analysis, but no failure was found. After replacement of point, hivo, and casing and tube-generator adaptation and edl calibration, the system was confirmed to be operating normally. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by restarting the system without delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy.the system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.